Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a c.r.e. Wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6), 2010 ((B)(6); gender and weight unknown). According to the complainant, during the procedure, the device was advanced through the scope and inflated to 3atm. It was at this time that the balloon ruptured. Follow up indicates that nothing detached inside the patient. The procedure was successfully completed with another c.r.e. Wireguided balloon dilatation catheter. There were no complications as a result of this event. The patient was reported to be in good condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.